Event description:
Additional information was received. It was reported that the patient no longer desired to be treated with intrathecal baclofen at the time of report. The pump had been filled with saline and programmed to the lowest delivery rate setting. There had been no surgical intervention, hospitalization, or patient injury related to the event. The device had previously contained lioresal.

Manufacturer narrative:
(B)(4).

Event description:
It was reported the medication in the pump had "run out". The patient was out of town for an extended period of time and unable to find a physician to refill the pump. The pump was alarming for ¿four or five days.¿ the patient was not feeling any signs of withdrawal. The patient later stated they did not wish to have the pump refilled, but rather to just have the alarm silenced. The pump was delivering baclofen, and the patient stated she had oral baclofen and magnesium. It was confirmed that on (B)(6) 2013, the pump was empty. The patient didn¿t have withdrawal symptoms and was doing ¿fine¿ without the intrathecal baclofen. The pump alarm was eventually silenced.

Manufacturer narrative:
Concomitant product: product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2012, product type catheter. (B)(4).